Manufacturer narrative:
The following sections have been updated accordingly. This device is available for analysis but the analysis report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported a saber rx 4mm 15cm 155 was inserted and delivered to the stenosed lesion for inflation. However it ruptured. Therefore it was replaced with a different size new saber pta. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. No reported patient injury was reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was mildly calcified. Vessel was mildly tortuous and was highly stenosed. The device was used for a chronic total occlusion (total occlusion greater than 3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally, but a leakage from the balloon was confirmed before deflation. Leakage was noted from the balloon. The maximum inflation pressure was below its rated balloon pressure. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The following sections have been updated accordingly. A saber rx 4mm x 15cm 155cm balloon catheter (bc) was inserted and delivered to the stenosed lesion for inflation. However it ruptured. Therefore it was replaced with a different size new saber bc. The procedure was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis is unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was mildly calcified. Vessel was mildly tortuous and was highly stenosed. The device was used for a chronic total occlusion (total occlusion greater than 3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally, but a leakage from the balloon was confirmed before deflation. Leakage was noted from the balloon. The maximum inflation pressure was below its rated balloon pressure. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was returned for analysis. One non-sterile unit of saber rx 4mm x 15cm 155cm bc was returned. Per visual analysis it was noticed that the balloon had been previously inflated and deflated. A burst was noted on the balloon proximal section. No other issues were found. Per functional analysis a leak test was not performed due to the burst found on the balloon. Per sem analysis the external surface of balloon revealed evidence of scratches and abrasion marks near to the balloon axial burst condition and it is very likely that the same factors that caused the scratches and abrasion marks on the balloon outer surface also contributed to the axial burst condition. The inner surface of the balloon and proximal marker bands did not reveal any evidence of damages. No other anomalies were found. A product history record (phr) review of lot 17579151 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst- at/below rbp¿ and ¿balloon ¿ leakage¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (mild calcification and tortuosity and a highly stenosed chronic total occlusion) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The sections were updated: this device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17652420 presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber rx 4 mm 15 cm 155 was inserted and delivered to the stenosed lesion for inflation. However it ruptured. Therefore it was replaced with a different size new saber pta. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. No reported patient injury was reported. Additional information has been requested.